Manufacturer narrative:
DHR review cannot be completed at this time as the product was not returned and a lot number was not provided. The device was not returned as it was held by user facility and therefore could not be evaluated. Duration of implantation could be a contributing factor. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. Root cause of specific failure mode cannot be determined.

Event description:
Approximately seven years ago, patient underwent a three level acdf with anterior cervical plate (acp) c3-c6. Reportedly patient felt screw against their esophagus and on (B)(6) 2021, radiographs depicted the left c3 bone screw on the acp had backed out. On (B)(6) 2021 revision surgery was performed to remove hardware.